Event description:
Transformer unit is coming apart at the plug housing, exposing the electrical wires and circuit board. This is the second transformer unit this has happened to. The first time it happened, about 3 months ago, we reported it directly to the company and received a new one in return. It appears that the plastic prongs designed to hold the housing together are breaking far too easily. This is a piece of durable medical equipment. But when they started breaking the first time, we had ordered some extra transformers just in case. We used the last one of those extras to keep the set operational this week, so the next time one breaks, the or will be down one proctoscope.